Event description:
On 9/22/97 an erratic bhcg result of 8mlu/ml was reported on a pt sample, which was run on the axsym analyzer. The pt was drawn again on 9/25/97 and a result of 211 mlu/ml was given. After receiving the result from 9/25/97, the pt's physician questioned the result from 9/22/97. The account thawed the sample from 9/22/97 and retested it, however the sample was not recentrifuged before testing. A result of 64 mlu/ml was recovered. According to the account, the sample was received from another facility in a plastic aliquot tube. The sample was clear and free of fibrin and bubbles. The pt was not treated based upon the first reported result. No report of injury.